Manufacturer narrative:
B5: the lens was explanted on (B)(6) 2021. The lens was replaced with another same model/length but different diopter (-05.50) lens. Claim # (B)(4).

Manufacturer narrative:
Additional data: b5: the problem was resolved with the implant of the replacement lens. H3: device evaluation: the lens was returned in liquid, in a vial. Visual inspection found one haptic broken. Dimensional and refractive verification was performed and the lens was found to be in specification. Corrected data: a3: sex: male claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -04.50 diopter, in the patients right eye (od) on (B)(6) 2021. The patient experienced a refractive surprise and the lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. Claim # (B)(4).